Event description:
Crm received info that this ventricular dextrus lead was exhibiting decreased sensing measurements. A revision procedure was performed and the lead was removed from service and replaced.